Event description:
It was reported that during implant the atrial lead exhibited high thresholds and sensing anomaly. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis confirmed normal device characteristics.